Event description:
It was reported that during preparation for a renal stenting procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The lesion was located in the renal artery. In preparing the 6.0x18x150cm express sd renal biliary stent device, the stent came off the balloon as the stylet was removed from the catheter. It was not noticed that the stent was not over the balloon until after the catheter was inside the patient's body and under fluoro. The device was removed from the body intact with no dilation to the balloon. It was confirmed that the stent was on the table and never entered the patient's body. The procedure was completed with another express sd balloon stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).